Event description:
Patient was undergoing endoscopic surgical procedure. Endoscopic stapler would not eject staples. Md requested an endoscopic stapler from another manufacturer and procedure continued unevenfully.